Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The issue was detected during compounding/filling process, before being sent for patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 (update codes), and h11: h4: the lot was manufactured between june 22, 2023 ¿ june 24, 2023. H11: two (02) devices were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. A functional testing using tap water was performed on the returned samples. It was observed that sample #1 had a small leak and a cut or tear at the lower left edge of the eva lay flat film. In sample #2, a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of leak in sample #1 was due to variations of the bag manufacturing process causing a small cut or tear defect in the lower back left side edge of the eva (ethylene-vinyl acetate) lay flat of the product sample. The likely direct cause of leak in sample #2 was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.